Event description:
It was reported that a basal bolus infusor experienced a no flow during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.